Manufacturer narrative:
Concommitant products: tffb-32-82 (main body), tfle-24-90-zt(left) , tfle-20-56-zt (right) . (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This report is related to identified issues found during the investigation/evaluation process performed for related events reported in manufacturer report #¿s 1820334-2017-01366 and 1820334-2017-01375. During the investigation process, it was identified that the returned explanted zenith flex aaa endovascular graft iliac leg (left leg) was 50% occluded due to thrombus and had two holes in the graft and one suture hole. There has been no previous indication of thrombus formation in the tfle-24-90-zt reported by the user facility or provided imaging reviews.

Manufacturer narrative:
Visual inspection was performed on the returned device. For this report, component 1 is the subject. A review of documentation included a review of the provided imaging, device history record, the instructions for use, and quality control data. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. A review of the device history record and complaint history for this lot number (2201418) yielded no non-conformances. Two tfle legs were returned for explant testing. The explant report lists component 1 as a tfle-24-90-zt (B)(4) and (B)(4) and component 2 as tfle-20-56-zt (B)(4) for the testing purposes. Both devices were returned with significant thrombus. Thrombus occluding approximately 90% of the distal lumen edge was found on component 1 (B)(4). Thrombus occluding 50% of the distal lumen edge lumen in component 2 was found. No stent cuts or fractures were observed on either component. A abnormal apex in the proximal sealing stent was noted on component 2 which likely occurred during explantation. No corrosion was observed on either component. No blue suture failures were observed on either component. Two green suture failures were found on component 1. Eight green suture failures were found on component 2. None of these failures appeared to have affected the stent attachment integrity. There were two abnormal graft holes observed on component 1. The first was located near body stent 2, measuring 0.19 mm^2. The second was located near body stent 3, measuring 0.22 mm^2. According to the report, the hole appeared to have been located in the overlap region and it is possible that they were created from graft wear in vivo. The largest suture hole was observed on component 1 and measured 0.06 mm^2. This elongated suture hole is less than the accepted hole size of 0.2mm^2. No suture hole elongation was observed on component 2. Images provided were from a follow up 3 months before the open procedure to explant the grafts. The image review of these images does not mention thrombus formation in either leg. The surgeon that provided information on the event did not mention the thrombus formation. However, the explant testing report found that the lumen of this device, the left contralateral tfle-24-90-zt, contained a 90% occlusion from thrombus. Thrombosis can occur for a variety of reasons, such as genetic predisposition, iliac tortuosity, external compression, pulsation / repetitive stenosis, improper overlap, narrow inner iliac lumen, vessel damage, and rough surfaces. Tortuosity, compression, and pulsation can create high shear forces within the leg that stimulate thrombus growth. Where a small thrombus has formed, the clot can enlarge because the blood flow slows within the boundary layer of the clot, allowing clot-forming elements to attach and/or deposit. Pulsation and a small inner lumen can occur through graft oversizing or under sizing. However, there was no indication of improper overlap, external compression, improper sizing, or vessel tortuosity from image review, the explant report, or the surgeon's description of the event. The most likely causes of this thrombus formation include genetic predisposition and/or changes in the patient anatomy/ disease progression. The review of images provided from before the open procedure or the description of the event by the surgeon did not note thrombus formation. However, the explant testing report did show a 90% blockage of the device lumen from thrombus. After reviewing each of the possible causes it was determined that the most likely causes for this thrombosis is genetic disposition and/or changes to the patient¿s anatomy naturally or by disease progression. There was no evidence to suggest that any other potential cause listed above contributed to the thrombus formation. During the explant testing, it was found that this tfle-24-90-zt contained graft fabric holes and an elongated suture hole. This would have allowed a type 3b endoleak to occur or would have led to the occurrence of a type 3b endoleak if the graft was not explanted. Type 3b endoleaks occur when a leak forms through a suture hole or a fabric hole in the graft. Possible causes and contributing factors for a type 3b endoleak are: incorrect suturing techniques, improper deployment, high blood pressure due to anatomy or outflow limitation that could permeate an otherwise normal sized suture hole, tears/hole in the graft material, improper ballooning and/or aggressive anticoagulation use. Incorrect suturing techniques, improper deployment, and improper ballooning can be ruled out due to the amount of time that the graft remained implanted without any signs of endoleak. If one of possible failure modes caused these holes, then an endoleak would have been found at an earlier follow up appointment. Aggressive anticoagulation and high blood pressure are also unlikely, as these failure modes cause endoleaks through a normally sized hole and this graft contained abnormal holes. Outflow limitation may have been involved due to the thrombus found in this graft by the explant testing. However, there is no evidence to suggest outflow limitation can cause the fabric holes found on this graft and is therefore unlikely to be the failure mode. Tears in the graft material can be the result of wear and tear from another graft or caused by calcification in the area. There was no information given on calcification in the graft area but this cannot be ruled out. Wear and tear caused by the gate of the main body is possible as the location of the holes were in the area of the main body contralateral gate. This is also supported by the fact that an endoleak was not noted by the surgeon or by image review. Since an endoleak was not seen beforehand, it is possible that any leak through the fabric holes would have terminated within the main body gate seal. The most likely failure modes were concluded to be wear and tear from another graft and/or calcification induced graft holes. If calcification was present in the region, the holes may have formed from the friction between the calcification and the graft material. Information on the presence of calcification was not given but cannot be ruled out. Graft wear and tear caused by another graft is also possible due to the location of these holes noted by the explant testing report as being in the region of gate overlap with the main body. The possibility of this failure mode is also supported by the fact that an endoleak was not seen by the surgeon or the image review. This is because a leak through a hole in the gate overlap region would have terminated in that overlap and would not have presented itself outside of the graft system. However, it is possible that in the future the leak could have made a path through the overlap into the space outside of the graft. The possible outflow limitation noted would have increased the possibility of an endoleak creating a channel to the region outside the graft. Due to the lack of information, a definitive root cause cannot be determined for the thrombus formation or the graft holes. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints. Appropriate personnel have been notified of this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Visual inspection was performed on the returned device. For this report, component 1 is the subject. A review of documentation included a review of the provided imaging, device history record, the instructions for use, and quality control data. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. A review of the device history record and complaint history for this lot number (2201418) yielded no non-conformances. Two tfle legs were returned for explant testing. The explant report lists component 1 as a tfle-24-90-zt (B)(4) and (B)(4) component 2 as tfle-20-56-zt (B)(4) for the testing purposes. Both devices were returned with significant thrombus. Thrombus occluding approximately 90% of the distal lumen edge was found on component 1 (B)(4). Thrombus occluding 50% of the distal lumen edge lumen in component 2 was found. No stent cuts or fractures were observed on either component. A abnormal apex in the proximal sealing stent was noted on component 2 which likely occurred during explantation. No corrosion was observed on either component. No blue suture failures were observed on either component. Two green suture failures were found on component 1. Eight green suture failures were found on component 2. None of these failures appeared to have affected the stent attachment integrity. There were two abnormal graft holes observed on component 1. The first was located near body stent 2, measuring 0.19 mm^2. The second was located near body stent 3, measuring 0.22 mm^2. According to the report, the hole appeared to have been located in the overlap region and it is possible that they were created from graft wear in vivo. The largest suture hole was observed on component 1 and measured 0.06 mm^2. This elongated suture hole is less than the accepted hole size of 0.2mm^2. No suture hole elongation was observed on component 2. Images provided were from a follow up 3 months before the open procedure to explant the grafts. The image review of these images does not mention thrombus formation in either leg. The surgeon that provided information on the event did not mention the thrombus formation. However, the explant testing report found that the lumen of this device, the left contralateral tfle-24-90-zt, contained a 90% occlusion from thrombus. Thrombosis can occur for a variety of reasons, such as genetic predisposition, iliac tortuosity, external compression, pulsation / repetitive stenosis, improper overlap, narrow inner iliac lumen, vessel damage, and rough surfaces. Tortuosity, compression, and pulsation can create high shear forces within the leg that stimulate thrombus growth. Where a small thrombus has formed, the clot can enlarge because the blood flow slows within the boundary layer of the clot, allowing clot-forming elements to attach and/or deposit. Pulsation and a small inner lumen can occur through graft oversizing or under sizing. However, there was no indication of improper overlap, external compression, improper sizing, or vessel tortuosity from image review, the explant report, or the surgeon's description of the event. The most likely causes of this thrombus formation include genetic predisposition and/or changes in the patient anatomy/ disease progression. The review of images provided from before the open procedure or the description of the event by the surgeon did not note thrombus formation. However, the explant testing report did show a 90% blockage of the device lumen from thrombus. After reviewing each of the possible causes it was determined that the most likely causes for this thrombosis is genetic disposition and/or changes to the patient¿s anatomy naturally or by disease progression. There was no evidence to suggest that any other potential cause listed above contributed to the thrombus formation. During the explant testing, it was found that this tfle-24-90-zt contained graft fabric holes and an elongated suture hole. This would have allowed a type 3b endoleak to occur or would have led to the occurrence of a type 3b endoleak if the graft was not explanted. Type 3b endoleaks occur when a leak forms through a suture hole or a fabric hole in the graft. Possible causes and contributing factors for a type 3b endoleak are: incorrect suturing techniques, improper deployment, high blood pressure due to anatomy or outflow limitation that could permeate an otherwise normal sized suture hole, tears/hole in the graft material, improper ballooning and/or aggressive anticoagulation use. Incorrect suturing techniques, improper deployment, and improper ballooning can be ruled out due to the amount of time that the graft remained implanted without any signs of endoleak. If one of possible failure modes caused these holes, then an endoleak would have been found at an earlier follow up appointment. Aggressive anticoagulation and high blood pressure are also unlikely, as these failure modes cause endoleaks through a normally sized hole and this graft contained abnormal holes. Outflow limitation may have been involved due to the thrombus found in this graft by the explant testing. However, there is no evidence to suggest outflow limitation can cause the fabric holes found on this graft and is therefore unlikely to be the failure mode. Tears in the graft material can be the result of wear and tear from another graft or caused by calcification in the area. There was no information given on calcification in the graft area but this cannot be ruled out. Wear and tear caused by the gate of the main body is possible as the location of the holes were in the area of the main body contralateral gate. This is also supported by the fact that an endoleak was not noted by the surgeon or by image review. Since an endoleak was not seen beforehand, it is possible that any leak through the fabric holes would have terminated within the main body gate seal. The most likely failure modes were concluded to be wear and tear from another graft and/or calcification induced graft holes. If calcification was present in the region, the holes may have formed from the friction between the calcification and the graft material. Information on the presence of calcification was not given but cannot be ruled out. Graft wear and tear caused by another graft is also possible due to the location of these holes noted by the explant testing report as being in the region of gate overlap with the main body. The possibility of this failure mode is also supported by the fact that an endoleak was not seen by the surgeon or the image review. This is because a leak through a hole in the gate overlap region would have terminated in that overlap and would not have presented itself outside of the graft system. However, it is possible that in the future the leak could have made a path through the overlap into the space outside of the graft. The possible outflow limitation noted would have increased the possibility of an endoleak creating a channel to the region outside the graft. Due to the lack of information, a definitive root cause cannot be determined for the thrombus formation or the graft holes. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints. Appropriate personnel have been notified of this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.